Manufacturer narrative:
Explanted date: device was not implanted. The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions section. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that while drawing back on the device, the gear mechanism did not advance. The following information was provided by the user facility: the tamper tube stayed within the device. The suture was then released and the tamper tube was used manually to fully advance the knot. Hemostasis was not fully achieved. Manual pressure was held for 10min. The estimated blood loss was <250cc. It was reported that the patient was stable. It was reportable that the procedure outcome was successful. Additional information was received on 12/13/17 update: it was reported that there was no other equipment used other than the 5f boston sci sheath in the right groin that was removed.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned.